Event description:
It was reported by provider that the 4 way valve is cracked/ leaking, pilot valve and o ring is leaking, power switch has no alarm and hose clamp was replaced on the irc5po2 concentrator.